Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was possibly due to the patient recently having their pd catheter fixed by their nurse practitioner, however, since no further detail was provided, the cause is assessed as unknown. On an unreported date, the patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient remained hospitalized and the patient was recovering from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.